Event description:
A customer reported receiving an "incompatible sensor" message with the adc device. The customer was unable to obtain readings and experienced symptoms of hypoglycemia including sweating, hunger, and loss of consciousness. The customer's daughter provided three sachets of sugar, candy, and biscuits for treatment. The customer was also taken to the hospital, however, it is unknown if any additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.